Manufacturer narrative:
Investigation conclusion: the customer's observation was not replicated in-house with retention products. Retention devices were tested with in-house drug free donor urine and all devices showed expected negative results for thc and coc analytes at read time. No false positive results were observed during in-house testing. Manufacturing batch record review did not uncover any abnormalities. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The customer reported receiving two false positive thc results on two different random donors and two false positive cocaine results on two other different random donors. Confirmatory testing was conducted and all results were negative. The customer also reported that a temperature strip did not work on a fifth device. The false positive results occurred on 4 devices out of 50 devices used. No treatment or intervention was provided based on the results.